Manufacturer narrative:
On 23 june 2016 it was prepared a final report with the information already submitted in the initial report. On 26 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 07 march 2016 and includes: stem, head and inlay explanted. Only the inlay will be returned on (B)(6) 2016 it was received the following request: investigation for early oxidation of inlay, because it is yellow. On 18 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of cemented femoral tha after 2 years. Cemented stem had been implanted as a revision of a periprosthetic fracture. Apparently, during the healing process of bone, deformation and sclerotization took place, which made the stem unstable, detaching bone from cement. This is probably a natural albeit unwanted process that may happen and there is no reason to suspect that a faulty device caused the failure. Batch review performed on 21 march 2016. (B)(4). On 24 march 2016 the r&d project manager inspected the retrieved liner, code 01.26.2841hct lot 123791 (the only size of the versafit cup cc system not registered in the USA), with the following comments: observing the liner, some scratches on the border can be seen, probably caused by the revision surgery. The polar region is slightly yellow, probably due to lipid absorption. The screw used to extract the liner from the shell can be seen. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
Cause of the revision: the patient was in pain because of loosening of the stem. The stem was cemented in the sclerosis zone, which is the reason for the cement interfase to fail.